Manufacturer narrative:
This report is submitted on 17 january 2020.

Event description:
Per the clinic, the patient experienced infection at incision site and subsequently was treated with a topical antibiotic (duration not reported).

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to clean out the infected site on (B)(6), 2020. The patient was treated with IV antibiotics (date not reported). The device was explanted in (B)(6) 2020 (specific date not reported), and it is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on february 10, 2022.